Event description:
The customer reported a sys lock-up. No pt injury was reported.

Manufacturer narrative:
The svc rep replaced surge suppressor. Performed functional checks, sys operating as intended.